Event description:
It was reported that during the procedure, a 2.0 x 12 mini trek rx balloon dilatation catheter (bdc) was advanced to a heavily calcified, concentric, de novo, 99% stenosed lesion in the heavily tortuous distal left circumflex artery without resistance. During the first inflation, using an unspecified inflation device, the balloon ruptured at 10 atmospheres. The mini trek rx bdc was removed from the patient anatomy without resistance and a new trek was used for further dilatation. The procedure was completed without stenting. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.